Event description:
Subsequent to the previously filed report, additional information was received from the study site that the anemia was due to a bleed/hematoma from the internal jugular vein accessed for anesthesia. The site confirmed that the patient did not bleed from the mitraclip access site. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The difficulty in deploying the clip may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device or user technique (excessive curves applied to the device by the user, not retracting the actuator knob far enough, etc). It is possible that the l-lock tabs were not able to retract from the clip connector and release the clip, resulting in the difficulty in deploying the clip. The troubleshooting maneuvers performed likely caused the l-lock tabs to slowly retract and release the clip; however, this cannot be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. There does not appear to be any evidence of a product quality deficiency associated with the mitraclip delivery system. Additionally, the patient effects of tissue damage (mitral valve injury) and hypertension are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
This report is filed for the difficult to deploy the second mitraclip (40908u2/36)that resulted in a torn chord, which is considered serious injury. It was reported that during the procedure the first mitraclip was implanted with no issue reducing functional mitral regurgitation (mr) grade from 4+ to 2+. There was difficulty deploying the second mitraclip (cds 40908u2/36). After the knob was turned correctly eight times the clip would not detach from the clip delivery system (cds). As a troubleshooting maneuver, the delivery catheter handle was turned approximately forty degrees counter-clockwise and 40 degrees clockwise. When that did not detach the clip from the cds, the steerable guide catheter (sgc) handle was turned gently, approximately 40 degrees both directions, which allowed the clip to detach from the cds. The clip was deployed and mr grade remained 2+. A torn chord was noted that was thought to be related to the troubleshooting maneuvers performed to detach the clip from the cds. Reportedly, the torn chord did not impact the mr reduction. There was no chordal entanglement during the procedure. After the procedure the patient had a small atrial septal defect (asd), anemia, and pulmonary hypertension (ph). Medication and blood transfusion were given for the anemia. No treatment was given for the asd and ph. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the clip remains in the anatomy and the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch MFR number ((B)(4)).